Event description:
A malfunction in the customer's pump was reported, identified by a malfunction code. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support arranged to replace the customer¿s pump, provided instructions for putting the pump into storage mode, and requested the return of the malfunctioning pump using a pre-paid label. The customer confirmed understanding of these instructions and acknowledged receipt of the replacement pump.